Event description:
During an initial implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was not implanted.

Manufacturer narrative:
The reported event of communication anomaly was confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The device was able to communicate with the merlin 3650 as normal. The cause of the reported field event was found to be with the merlin 2 having a smaller frequency range than the merlin 3650s.